Event description:
Investigation results completed and summarized.

Manufacturer narrative:
Investigation results completed on a pvc - portex tubes blue line classic . The p/n 100/515/080 arrived in its original packaging. The complaint was not verified or validated. Upon visual inspection no cracks or holes were detected at the connector. Testing done submerging under water and no leakage found. As a preventive action, a notification to the production personnel was conducted by the quality engineer on 02/jan/2019. No discrepancies were revealed in the release 26/jun/2018 of quality engineering inspection. Unknown cause of event.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that two weeks following placement of a smiths medical portex® blue line classic tracheostomy tube, air was reported to leak from the connector and flange section. Subsequently, a tube change out was required with no reported adverse patient effects.